Manufacturer narrative:
(B)(4). Additional information: top shroud. The analysis results found that the er420 device was returned with the top shroud cracked. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. During the analysis, the top shroud broke off. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that prior to an unknown procedure, clips were not well formed after the jaw closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.